Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reloaded sys software and customer data. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that after the 9900 sys was used on one case it would not boot for another case. It was reported that it stopped at 5 arrows and a unlocatable file was noted. There was no report of pt injury.